Event description:
Clinic notes dated (B)(6) 2014 were received which indicated that the patient was having an increase in seizures prior to the generator replacement. Good faith attempts for further information were unsuccessful. The patient underwent prophylactic generator replacement on (B)(6) 2014. The generator was discarded and therefore cannot be returned for product analysis.